Manufacturer narrative:
The initial medwatch report indicates: device evaluated by mfg h3: yes. The initial medwatch report should indicate: device evaluated by mfg h3: no. Additional manufacturer narrative: stryker evaluated the device and was not able to verify or duplicate the reported issue. It was noted the accessory power adapter was not charging batteries and recommended replacement of this item. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power during treatment. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported. The user powered the device back on and was able to deliver therapy.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power during treatment. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. The user powered the device back on and was able to deliver therapy.